Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on radius assessed as surgical damage. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ non-penetrating nick observed on the device.

Event description:
Patient reported capsular contracture baker grade unknown and "softening". This relates to the left side. The device has been explanted and replaced with a non-allergan device.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported capsular contracture baker grade unknown and "softening". Device remains implanted. This relates to the left side.